Manufacturer narrative:
The insulin pump was received with a depleted energizer industrial alkaline battery installed. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test and the dat test at 0.08790 inches. The pump was unable to prime during prime test. Unable to determine the root cause of the prime anomaly due to pump preservation. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump had a scratched reservoir tube window and a cracked reservoir tube lip. Data analysis: there is no data available due to the unit received with a depleted battery installed.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was unknown. The caller stated that the customer¿s neuropathy may have led to their passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer used sensors. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.